Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemoporo 2 wire on the inside of the jaw became separated from the jaw itself. The device was also shutting off in the middle of branch ligation. This happened several times but the exact number is unknown. A replacement unit was used to complete each procedure. The hospital did not report any patient effects. Products are not returning. The event date and lot numbers are unknown.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation can not be performed. We will, however, continue to monitor and trend this type of event to ensure that there is no compromise to quality. A lot history record review was completed for the reported product lot number. There were no non conformance issue(s) with this production lot. Items marked 'ni" are unknown to USA t this time. Internal file number - (B)(4).